Event description:
It was reported that a patient with this newly implanted electrode was admitted to the hospital with pleuritic chest pain. A computed tomography scan revealed the electrode had been tunneled through the patient's diaphragm, into the abdomen, back through the diaphragm, and into the pocket. Surgical intervention was performed and during an attempt to reposition the electrode, it got stuck in the diaphragm. The physician elected to cut the electrode and it remains abandoned in the patient. A new electrode was successfully implanted and no additional adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.